Event description:
Additional information received confirmed that an alternate forceps device was obtained in order to perform and complete the procedure.

Manufacturer narrative:
A root cause cannot be ascertained because the damage cannot be confirmed without receiving a sample for investigation. The sample is not available for investigation therefore, damage cannot be confirmed or rather a root cause cannot be identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The received forceps sample was found in the opened original packaging with cover foil. It was protected with bubble wrap. It was used and very bent. The sample was visually inspected with the aid of a photomicroscope with various magnifications. The customer¿s complaint was confirmed. It was found that the tube is loose and blocks the forceps from activating. The complaint history was reviewed two years back. It showed 16 comparable complaints. It cannot be excluded that the metal tube loosened and therefore, a proper activation was no longer possible. This kind of damage was already detected and investigated. The root cause could not be identified conclusively but the most likely root cause can be determined to be an improperly performed bonding procedure. Based on the available data this is a single event for this finished product lot. The currently valid risk analysis considers the possible risks related to the reported event. With this single case and 16 related complaints within a time range of 24 months, the likelihood of occurrence of the hazard that may cause a patient harm is assessed in the risk management report. The final risk is considered as low. The residual risk remains unchanged and at acceptable level. Future data will be monitored for evidence of adverse trending and further action will be taken, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. The device history record for the affected lot was reviewed. No abnormalities that could have contributed to this event were found in the production documentation and the sample was released according to acceptance criteria. A 100% final inspection is performed for this product. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that a forceps device would not open prior to performing a vitrectomy surgery. There was no patient involvement thus, no patient impact.